Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision righthip. Poly wear. Groin pain. Patient status/ outcome / consequences --> unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown. Is the patient part of a clinical study --> unknown. Activity level --> high. (B)(6). Device property of -->none. Device in possession of -->none. (B)(6). Device property of -->none. Device in possession of -->none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true.